Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüftschaft) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan distal stem hip implant on (B)(6) 2008. The patient underwent a revision surgery on (B)(6) 2009 due to instable stem position. (The same patient is treated in (B)(4), revision surgery on (B)(6) 2016.).

Manufacturer narrative:
Trend analysis: n/a as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that a (B)(6) male patient, with (B)(6), underwent a revision surgery of his previous implants (not zimmer, mis) on (B)(6) 2008 and received revitan implant along with head. Subsequently he underwent another revision surgery on (B)(6) 2009 due to instabiltiy of the stem. Review of received data: only an operation report dated (B)(6) 2016 was received, it indicates in the patient history section that the patient had mis left total hip prosthesis pinnacle ii cup 54/36 mm, ceramic insert, stem 13 kho, head, stem cerclage due to intraoperative fracture of the femoral metaphysis on (B)(6) 2007. Subsequently patient was revised with unknown revitan 140/16/65 and unknown head 36 +3.5 on (B)(6) 2008 and underwent another revision surgery on (B)(6)2009 due to unstable stem position. A revitan 140/20/55 was implanted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: patient history indicates that the pinnacle ii cup which was implanted in (B)(6) 2007 was left in place after the revision surgery which took place in (B)(6) 2008. Therefore it is considered an off-label use. Neither x-rays, operative notes of implantation or revision, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. However, as it is indicated that the zimmer products were combined with a competitor's product (mis hip prosthesis - pinnacle ii cup), we identify the root cause for this issue as off-label use. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4)..